Manufacturer narrative:
The information provided as the description of the device was j24466975861 (this information did not identify a device when a search of our database was performed). H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, skin irritation, dizziness, headache, nausea, vomiting, respiratory illness, respiratory arrest, and pulmonary vasculitis. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, skin irritation, dizziness, headache, nausea, vomiting, respiratory illness, respiratory arrest, and pulmonary vasculitis. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report, in box b adverse event/product problem and outcomes attributed to ae in box e reporting institution name has been updated/corrected. In box g report source - other has been updated/corrected. In box h health impact grid, method code, results code and conclusion code has been updated/corrected.